Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the patient's site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level reached 24 mmol/l (432 mg/dl). It was noted that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours on the arm the patient went to the hospital and was prescribed antibiotics twice a day for a week for the site infection.